Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for an 81-year-old female patient. The patients underlying medical conditions include copd, asthma, hypertension, and a lesion on CT thorax. The patient originally presented for a CT scan but became ¿unwell¿ and complained of persistent chest pain that was mainly posterior, so a troponin was ordered. The patient had angiogram after the elevated troponin result and the angiogram was normal. The patient was discharged. The following data was provided (female cutoff 15.6 pg/ml): sid (B)(6), sample collection 02oct2025 at 10:14, received into lab 10:19, clinician in ER added troponin at 15:05. Specimen in lab sid (B)(6) result (B)(6) 2025, 15:32 hstni 252.5 pg/ml on (B)(6), fresh sample sid (B)(6) result (B)(6) 2025, 07:49 hstni 4 pg/ml on (B)(6), fresh sample sid (B)(6) result (B)(6) 2025, 12:21 hstni 5.3 pg/ml on (B)(6), fresh sample sid (B)(6) result (B)(6) 2025, 09:47 hstni 5.1 pg/ml on (B)(6) the patient was discharged with no further impact to patient or patient management reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect stat high sensitive troponin-I reagent, lot 78172ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. No malfunction was identified. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Per the expected values section in product labeling, the 99th percentile cutoff for female patients in the age range of 21 to 75 years is 15.6 pg/ml. Abbott has not established expected ranges for female patients > 75 years old.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25-27 that has a similar product distributed in the us, list number 2r98, with 510k number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for an 81-year-old female patient. The patients underlying medical conditions include copd, asthma, hypertension, and a lesion on CT thorax. The patient originally presented for a CT scan but became ¿unwell¿ and complained of persistent chest pain that was mainly posterior, so a troponin was ordered. The patient had angiogram after the elevated troponin result and the angiogram was normal. The patient was discharged. The following data was provided (female cutoff 15.6 pg/ml): sid (B)(6), sample collection (B)(6) 2025 at 10:14, received into lab 10:19, clinician in ER added troponin at 15:05. Specimen in lab sid (B)(6), result (B)(6) 2025, 15:32 hstni 252.5 pg/ml on (B)(6), fresh sample sid (B)(6), result (B)(6) 2025, 07:49 hstni 4 pg/ml on (B)(6), fresh sample sid (B)(6), result (B)(6) 2025, 12:21 hstni 5.3 pg/ml on (B)(6), fresh sample sid (B)(6), result (B)(6) 2025, 09:47 hstni 5.1 pg/ml on (B)(6) the patient was discharged with no further impact to patient or patient management reported.